Event description:
The customer reported generation of false low ise (ion selective electrode) patient results which includes sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. It was found that the calibrators were expired. The customer as troubleshooting measure replaced the ise electrodes, and calibrator, repeated the results but results were still low. Upon further troubleshooting the customer replaced the buffer syringe per the cts recommendations to resolve the issue. No further issue was noted after replacement of syringe. The system performance was verified without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).